Event description:
N/a.

Manufacturer narrative:
Sent out gfe to clarify if pm or discovered by hospital (B)(6) 2023. Additional information: e1(event site postal code: (B)(6), initial reporter: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) cs unable to get into service mode. A getinge field service engineer (fse) attended the site and located the unit to be repaired, dismantled the unit and removed front end board performed visual inspection around the function key found the holding nut for function key was loose, cleaned the function key and reassembled the system as per normal. Logged into the service mode and system successfully work as per getinge recommendation performed all safety check as per getinge specifications, tested to as/n (B)(6) and getinge specifications the unit was returned back to service fully functional. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit is unable to get into service mode. There was no patient involvement.